Manufacturer narrative:
Investigation found the device was returned deployed with no exposed soft cannula. Damage was found to the soft cannula upon opening the device. It cannot be determined when or how the damage occurred. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. The fluid path was manually occluded using the damaged soft cannula, and no signs of leakage were observed. The entire fluid path could not be tested due to the damaged cannula. Cracks were found in the upper housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose above 250 mg/dl. The pod was worn on the patient's abdomen for between 36 and 48 hours.